Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the 12th may 2009 and performed to specification, alongside random manual power ons, up to the 9th february 2014. An increase in voltage suggests a further pad-pak was installed. The device recorded a configuration error with a nonsensical duratio on the 16th february 2014. Later that day the device passed a self-test, alongside random manual power ons, and continued to pass self-tests up to the 28th june 2015. Multiple manual power ups of ten minutes duration were recorded in the device memory between the 4th-20th july 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The configuration error may be due to the battery being depleted beyond functional use or the user removing the pad-pak to power off the device or the pad-pak was incorrectly seated in the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.